Manufacturer narrative:
Device can not be evaluated because the device was not returned. If additional information is received, it will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
For years now we have used flexible drills for acetabular screw placement that are unacceptable in terms of their qualities for stability. These drills have a wound-wire type of arrangement, and if you put that drill under a microscope, even after it has been autoclaved, there is old blood in there. The other thing is these drills are wobbly. They do not drill a true hole. The diameter of the hole when we drill with these drills is larger than the intended diameter. They also can unwind and break.